Event description:
Pacemaker placed. Seven days later noncapture of pacer with resultant complete heart block. Cardiac tamponade with 400cc blood in pericardium. Both pacemaking leads were checked and thresholds were high (2 new leads placed. Anode and cathode thresholds checked voltage 1.4 ma 2.1 ohms of 690 r 9.8).